Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. The customer could not confirm any details about pre-cleaning or manual cleaning. During testing of the returned device, the reported issue was confirmed: the device leaked from a damaged area on the up/down directional knob. During visual examination, the following additional issues were found: the bending section cover adhesive was chipped with a cloudy area; the connecting tube was scratched; the connector cover was burned; the adhesive on the light guide lens was peeled; the adhesive around the objective lens was peeled; the universal cord protector was scratched on both sides; the connecting tube was dented and had peeling coating; the paint on the air/water cylinder was peeled; switch button 4 was worn; the universal cord was wrinkled; the electrical connector was discolored due to water leakage; and the image guide protector was scratched. Functional testing was performed; this showed the device did not meet with water removal specifications due to the foreign material at the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis lucera gastrointestinal videoscope failed leak testing. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (15) fifteen years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause of the foreign material left in the device. The event can be prevented by following the instructions for use which state: the instruction manual evis lucera gif/cf/pcf type 260 operation manual series chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.